Event description:
Pt reported obtaining a blood glucose result of 21 mg/dl, while using the suspect device. Based on this result, pt rpeortedly self-treated, by drinking orange juice. Pt indicated that she retested blood glucose, 2 minutes after initial results of 21 mg/dl, and obtained a result of 166 mg/dl. No pt injury was reported and not treatments was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.